Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device froze when delivering a shock during testing. The customer advised that when the shock button was pressed, the device froze for 15 seconds and did not indicate the shock was delivered. However the test equipment did state the shock was delivered. The device was powered off and then on, thereafter proper device operation was observed. In this state defibrillation therapy may be delayed or not available to a patient if needed. There was no patient use associated with this event.